Manufacturer narrative:
Initial reporter phone no.: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume infusors underinfused; further described as "the infusors would only be 40-50% utilized at the end of 24 hours." This was observed during patient infusion. The devices were filled with flucloxacillin 8000mg in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 01, 2022 - august 02, 2022. H10: one (1) actual device was received for evaluation containing 237 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3: select reason for no evaluation correction made to d9 device avail. For eval: no (previously submitted as yes). Correction made to h3: device returned for evaluation: no (previously submitted as yes). Correction made to h3: manufacturer evaluated device: no (previously submitted as yes). Correction made to h6: type of investigation: replace b01 with b03. Correction made to h10: one (1) companion sample (previously submitted as actual sample) was received and evaluated. Should additional relevant information become available, a supplemental report will be submitted.